Manufacturer narrative:
H3, h6: it was reported that a left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the acetabular cup and the modular head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. Similar complaints have been identified for the cup, and modular head. However, as bhr systems of this size are no longer sold, no action is to be taken. A review of the complaint history for the acetabular cup and the modular head was performed using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date. No other similar complaints were identified for the femoral head. Other similar complaints have been identified for the acetabular cup. However, as bhr systems of this size are no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. All the released devices involved met manufacturing specifications upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. The available medical documents were reviewed. Although the reported elevated metal ions and intraoperative findings of pseudotumor, retro acetabular cyst, necrotic paste, and corrosion may be consistent with findings associated with metal debris and trunnionosis, the clinical root cause cannot be confirmed. It cannot be concluded that the reported clinical reactions were associated with a malperformance of the implant. The patient impact beyond the revision and expected transient post-op convalescence period cannot be determined. Without the return of the actual devices or further information we cannot further investigate or confirm the reported complaint, or the details supplied in this complaint. The investigation remains inconclusive, and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
(B)(6) legal. It was reported that after a left bhr tha construct was implanted on (B)(6) 2006, the plaintiff experienced elevated ion levels on blood, and lobulated-like-mass around the implants the left hip consistent with pseudotumor. A revision surgery was performed on (B)(6) 2016 to treat these adverse events. During the surgery brownish liquid, necrotic tissue and trunnions were found. Additionally, significant corrosion at the junction of the head and the femoral neck was also found. Patient outcome is unknown.